Event description:
This is being filed for a death. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr), barlow¿s valve, and redundant frail tissue. Two xtw mitraclips were implanted without issues reported. An xt mitraclip was advanced; reportedly, there was difficulty in grasping and capturing the leaflets. The clip was implanted without further issues reported. Shortly post-procedure, the mr increased back to grade 4, and a single leaflet device attachment (slda) occurred with the xt mitraclip. Leaflet injury was associated along with a clinically significant delay. Reportedly, the slda was due to the patients anatomy. No additional treatment was provided. On an unspecified date, the patient had an ischemic stroke. Prolonged hospitalization was required. On (B)(6) 2022, the patient expired. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda), difficulty grasping, and difficult capture appear to be related to patient morphology/pathology. The reported mitral regurgitation (mr) and tissue injury appear to be related to the slda. Death was due the cerebrovascular accident. A cause for the cerebrovascular accident cannot be determined. Mr, cerebrovascular accident, death, and unspecified tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and delay to treatment/therapy were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.